Manufacturer narrative:
Currently it is unk whether or not he device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer had completed a set change. The bolus history was reviewed and revealed the customer took a significant bolus and his blood glucose stayed high. Troubleshooting was performed. The insulin pump passed the tests.